Manufacturer narrative:
The customer contacted a siemens customer care center and reported that an operator pricked their finger while removing the clot check tubing from clot check board on a dimension exl with lm instrument. The customer reported that the operator was troubleshooting errors and a probe clot on the instrument. During this time, siemens remotely advised the customer to replace the sample probe, which an operator did. Then, with siemens assistance, the customer performed a bypass procedure. The customer reported the operator was wearing personal protection equipment (ppe), including gloves. The surface of the glove and skin were pierced. A siemens customer service engineer was dispatched to the customer's site. During this visit, the cse replaced the sample tubing and clot check board, turned clot check on, and ran multiple patient samples and system check, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that while removing the clot check tubing from clot check board on a dimension exl with lm instrument, an operator pricked their finger. The operator did not seek medical treatment. There are no known reports of impact to patient result reporting or adverse health consequences due to this event.